Manufacturer narrative:
(B)(4) (imp) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The actual device involved has been received and is currently under eval. A follow-up report will be provided when the eval results become available.

Event description:
Ref imp report (B)(4).